Event description:
(B)(4). It was reported that subsequent to percutaneous coronary intervention procedure, a side branch stenosis occurred. In (B)(6) 2013, the patient diagnosed with stable angina and underwent a cardiac catheterization. Target lesion was a 90% stenosed lesion located in the mid left anterior descending (lad) artery with a reference diameter of 2.75mm and a lesion length of 25mm. The lesion was pre-dilated using an unspecified balloon catheter and placement of a 3.00 x 28 mm study stent was deployed, resulting in 0% residual stenosis. The patient was discharged a day post procedure on dual antiplatelet therapy. Baseline core lab angiography results revealed 60% side branch stenosis at 1st septal artery. Post procedure angiography revealed 85% 'branch percent stenosis' in 1st septal artery.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient developed a post procedural myocardial infarction. Cardiac enzymes were noted to be elevated consistent with the universal definition of mi (peak troponin I: 0.19 ng/ml, uln: 0.01ng/ml). No action was taken in response to the event.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis as it was implanted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).